Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer's performance. The fse noted micro bubbles in the main pipettor tubing and a broken luminometer ground cable. The fse replaced the luminometer ground cable and performed a preventative maintenance (pm) procedure on the analyzer to resolve the issue. After the repairs were completed, all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction, although no one part can be implicated as the sole contributor in this event. (B)(4). All mdrs associated with this report: 2122870-2015-00514, 2122870-2015-00515, 2122870-2015-00516, 2122870-2015-00517.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) for 32 patient samples. This report addresses the repeat testing results obtained by the customer for 18 patients on (B)(6) 2015. The repeated access accutni+3 results were not released from the laboratory. There was no change or impact to patient care or treatment which occurred due to the repeat access accutni+3 results. MDR 2122870-2015-514 addresses the non-reproducible elevated access accutni+3 results for eight (8) patients obtained on (B)(6) 2015. MDR 2122870-2015-00515 addresses the non-reproducible access accutni+3 results for eight (8) patients obtained on (B)(6) 2015. MDR 2122870-2015-00516 addresses the non-reproducible access accutni+3 initial results obtained for 16 patients and 14 repeat results obtained on (B)(6) 2015. Quality control (qc) recovered both within and outside of customer established ranges on the dates of the event. Calibration and system check were both performing within assay and instrument specifications at the time of the event. The samples were collected in either lithium heparin plasma tubes or serum tubes. The plasma tubes were centrifuged for three (3) minutes at 6000 rpm (revolutions per minute). The serum tubes were centrifuged for ten (10) minutes at 2600 rpm (revolutions per minute). No issues with sample integrity were reported by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.